Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse found that the cause was due to a failure in the user interface (ui) printed circuit assembly board (pcba) and determined that the ui pcba needed to be replaced. A service quote for repair was sent to the customer for approval, and the customer accepted the quote. Investigation and repair remains ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was so dark that the customer failed to view onscreen indications. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the device was replaced with another ventilator, and no further medical intervention or delay in therapy was reported.the investigation is ongoing.

Manufacturer narrative:
The user interface (ui) pcba replacement aligns with the recommended repair of the reported malfunction per the service manual. The repair for this unit cannot be conducted at this time due to the part being on back order. The material has already been requested, and an order for the part was placed. When the ui board becomes available, the repairs will be performed and completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and further investigation will be performed.

Manufacturer narrative:
H10: after the newly purchased user interface (ui) printed circuit assembly board (pcba) was delivered, the ui pcba replacement was performed, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.